Manufacturer narrative:
Returned product consisted of a fathom guidewire. The shaft was inspected for damage. The shaft was fractured 9.5cm from the tip. The device was not completely separated as the inner coil was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that wire was separated. A 140x25cm fathom-16 was selected for use. During the procedure, the floppy tip of the device was found to be separated from the wire's body. The device was successfully removed from the patient with the catheter with no patient consequences. The procedure was completed with another of same device. No patient complications were reported.